Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen in the clinic for a routine follow-up and the device was found to have tachycardia therapy programmed off. This was unexpected. The patient believed they had undergone a procedure, but had been in the intensive care unit at the time and did not remember any details. Tachycardia therapy was programmed back on and device data was submitted to technical services for review. Technical services noted therapy was intentionally programmed off on (B)(6) 2019 at 06:40:53, possibly due to a procedure, and remained off until (B)(6) 2019 14:10:26. It was also discussed that the associated right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. The trend had been gradually increasing over the past year and was now greater than 2,600 ohms. However, the device was programmed vvi due to the patient's atrial fibrillation (af), so it was likely the physician intended to leave it alone and continue routine follow-up. At this time it is suspected the device was inadvertently left with therapy deactivated, leaving the patient unprotected for almost 10 weeks. No adverse patient effects were reported.